Event description:
It was reported to ahus (arjohuntleigh us) that a resident had fallen out during a marisa transfer; the facility rep stated that he believed that it was due to the sling not being properly attached. The device is tagged out and the ling evaluated. Description of event (from (B)(6)): while pt was suspected about 2 or 3 feet over the floor, one of the clips between the legs detached causing the pt to slide out of the sling.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.